Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon reported that the universal surgical manipulator 2 (usm2) appeared to have rotational issues with various instruments. Site tried to reseat instruments and sterile adapter, but the issue was constant. Technical support engineer (tse) reviewed logs and found no associated faults. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeons were efficient, and have performed tons of cases. Surgeons felt that there was a bit of resistance when manipulating the instruments. The field service engineer (fse) came in to inspect the system and checked out the system with no issues noted. There was no unintuitive motion from the instruments or arm. Surgeons were saying that the arm did not feel right when manipulating the instruments. There was no patient injury. The patient-related information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the issue. The system was tested and verified as ready for use. There was no image or video clip submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the system's arm moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.